Event description:
A report was received that the patient was having pain at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated. The patient no longer has the pain.

Manufacturer narrative:
(B)(4).